Event description:
On 10/29/2007, user reported discrepant level 3 control results for estradiol & hcg assays. Level 3 control for estradiol initially recovered >4300 pg/ml, repeated gave 670.3 pg/ml. Hcg initially recovered <0.500 mlu/ml, repeated gave 319.0 mlu/ml. No adverse events were reported in association with the inaccurate control results. The field service representative found a mechanical failure of the bead mixing paddle on the reagent bead mixer. The analyzer was repaired.